Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the detached distal end adhesive occurred due to a fracture problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound bronchofibervideoscope exhibited a fractured bending section cover (a-rubber) adhesive on the distal end. There were no reports of patient involvement.